Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00690 and 00691. Hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, while moving a penumbra coil 400 in and out of a px slim delivery microcatheter, the penumbra coil 400 unintentionally detached inside the px slim delivery microcatheter. The px slim delivery microcatheter was removed with the detached penumbra coil 400 inside it. The penumbra coil 400 was removed and the px slim delivery microcatheter was used again with a new penumbra coil 400. The same resistance was met and the penumbra coil 400 became stuck inside the px slim delivery microcatheter. The px slim delivery microcatheter was removed and the procedure continued with another manufacturer's coils and catheters. The patient condition was well and there was no report of an adverse effect on the patient.